Manufacturer narrative:
The device was received by the manufacturer, however the complaint could not be replicated. Based on the service evaluation, the device did not exceed the allowable temperature limit, per the quality inspection criteria.

Event description:
It was reported that during a lumbar decompression procedure, a drill overheated. This equipment was used to complete the procedure, and this issue did not cause a delay in the procedure. There was no user or patient injury reported, and no adverse consequences alleged with this event.